Event description:
Pt brought emergently back to cath lab w/cp and st elevation in v1, v2 and v3. The pt just had a 3.0 x 23 and 3.0 x 18 promus stent placed in proximal and mid lad, one hour prior. Aspiration thrombectomy of lad done prior to successful stenting with 3.5 promus stent I lad. Acute closure of lad etiology unclear. It could be an under deployed stent or could be a small proximal edge dissection.